Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (rca) with moderate tortuosity and mild calcification. The 2.5 x 12 mm trek balloon catheter was advanced to the lesion and inflated to 10 atmospheres (atm). When the balloon was attempted to be deflated, the proximal end of the balloon did not deflate entirely. The balloon was inflated again to nominal and deflated, with the same result. Aspiration was performed a number of times to re-wrap the balloon, and the trek was removed partially inflated. During removal, resistance was noted with the anatomy. Outside the anatomy, it was seen that the proximal balloon had failed to re wrap and deflate. A new non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty or resistance during removal reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.